Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a bladder infection on (B)(6) 2017 and had spasms in their urethra, vagina, and rectum on (B)(6) 2017. The patient started antibiotics for the bladder infection and thought they still had the bladder infection and had a doctor¿s appointment on the day of the report. The patient had not increased the settings on the implant and was not sure why they had spasms. The patient confirmed the implant was on at 1.8 and turned it off and would review with the doctor in a couple hours. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was initially on antibiotics for 10 days, then put on for another 7 days, ¿3 days needles in ass.¿ it was also noted that the patient had bladder infections before, and had ic, which was their reason for implant. They stated that after they turned their device off last time, they left it off for 3-4 days. When they turned stimulation back on again, they noted that there were no problems. However, the past 2-3 days ((B)(6) 2017) they had been urinating a lot more, and had felt something strange in their bladder/pelvic floor area, ¿like butterfly kisses or a feather.¿ then on (B)(6) 2017, they noted that they had been having problems with their device, and got a power-on-reset (por) code on their pp, indicating that their therapy had been turned off, and the device had reset. Troubleshooting discovered that the patient had recently had a CT scan. The patient also asked if a low ins battery or invisible dog fence could be related to the por. It was recommended that the patient follow up with a healthcare provider and manufacturer representative to clear the por. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a bad infection and pelvic floor pain that started five days ago. Patient stated she would be seeing a healthcare provider (hcp) for that. Patient was in another city with her mother and needed hcp listing. It was also reported that this morning when she was trying to increase stimulation and patient programmer (pp) went to battery icon. She thought the implantable neurostimulator (ins) was dead and needed to see the hcp. Patient was instructed to sync with pp during the call and pp showed therapy was on and setting was program 2 at 1.7v. Pp battery icon was less than 25%. Patient stated she can¿t remember when pp batteries were replaced.